Manufacturer narrative:
Testing and investigation found the door handle was broken. This has been identified as part of a product recall. This report represents all the info known by the reporter upon query for hospira personnel.

Event description:
The customer contact reported that during preventative maintenance testing at the user facility, it was noted that the door handle was broken. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. Though requested, no add'l info was provided.